Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in sweden underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2016, report received indicating that there was a knot at the end of the intestinal tube. The intestinal tube will be replaced.